Event description:
The customer reported that the system keyboard controls and touchscreen were locked up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep reseated the usb connections for the keyboard and touch screen. The system was tested and found to be working as intended and put back in service.